Event description:
Clinical study; according to the reporter: on (B)(6), 2011, the patient had the mesh implanted. On (B)(6), 2014, the patient experienced a subcutaneous mass. The incident was treated by reoperation. According to the principal investigator, there is a possible relationship.

Manufacturer narrative:
(B)(4).